Event description:
Reportedly, the instrument was placed around the bowel and fired. The anvil was used as a cutting guide after firing. Some bleeding was noticed and upon inserting ppceea into the anus, it was noted that there was no staple line. Upon inspection of the pi it was not staple line. Upon inspection of the pi it was noted that the staples had only partially fired. As a result, the rectal stump "disappeared" back into the pelvic and could not be grasped hold of again. Consequently, the pt required a colostomy. Procedure: low anterior resection.